Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm compromised force sensor system alarm due to motor error alarm. Insulin pump passed displacement test, self-test, and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and severely scratched display window noted. No moisture damage noted on electronics assembly. (B)(4).

Event description:
The customer reported via phone call that she changed the infusion set twice and the insulin pump alarmed compromised force sensor system twice. Customer's blood glucose level was 111 mg/dl. Insulin was squirting out during the manual prime process. The drive support cap was flushed. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.